Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a broken needle. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated upon sensor insertion, the needle broke off inside the patient's skin. The patient's mother immediately took the patient to the doctor and the doctor was able to pull the broken needle out of the patient's skin. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.